Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 11/05/2023, it was reported that at around 04:00 pm, the patient's dexcom app alerted to egv low. She drank orange juice. No bg taken before she drank orange juice. After drinking juice, she started to vomit and felt delirious. Her friend found her in delirious state and took her to the emergency room (ER). She lost consciousness after sitting in the car and gained consciousness when she was already at the ICU. Per complaint documentation, she had diabetic ketoacidosis (dka). She has no idea what was her egv and bg value at the ER. She has no idea what was the type of IV that was administered to her. She said that she was at the hospital for about 5 days. She said that she was feeling fine after the event. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.